Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Dad called to report the customer had low blood glucose for the past week. Blood glucose reading was 44 mg/dl. The customer had treated with food. Troubleshooting was performed. Found that the customer had entered the blood glucose reading incorrectly in the form of a higher number. The insulin pump passed the displacement test. Advised to speak with his health care professional regarding the low blood glucose events and monitor as needed. Nothing further reported.